Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) mentioned their spinal cord stimulator (scs) was "acting up" and was shutting off randomly and coming back on a higher rate since "over the weekend." Pt said the higher rate was very uncomfortable and caused the pt to turn off their scs altogether. Pt said the pain was miserable when they decided to turn off their scs. Pt said the issue was infrequent, but became more common. Pt said they turned off their scs a couple of days ago. Pt said they had called mdt reps from the "tampa pain team" today and left a voicemail. Pt also left a voicemail for (B)(6) today. Pt had an appointment on thursday with their pain management hcp. The patient was redirected to their healthcare provider to further address the issue. Pt said they had a "bad brain fog" from having covid-19. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.